Event description:
Severe hyperglycaemia [hyperglycaemia nos] a pharmacist reported that a woman, who is using an innovo insulin delivery device due to diabetes mellitus, developed severe hyperglycaemia and was admitted to a hospital due to the event. At the hospital a dosing fault of the device was suspected. It is unknown whether or not the patient has recovered from the event.